Manufacturer narrative:
(B)(4). Device is an implant, but was not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Additional product code: hwe. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported when our distributor delivered medical device kit for surgery (scheduled to be on (B)(6) 2016), a screw on a tray in the kit injured the distributor's finger. The screw was possibly left after the prior surgery in the kit. The reported screw was stuck in the tip of the finger. There is no information whether if the injured person required any medical treatment. And the extent of the damage is unknown. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.